Event description:
Healthcare professional reported ¿deflation¿ and "this implant was exposed". The implant could not be found during multiple surgeries to remove the device and a replacement implant was inserted into the pocket. This record is for the right side. Device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
The event of "exposure" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "exposed."